Event description:
Customer alleged discrepant results compared with another point-of-care (poc) device, coaguchek. All measurements on (B)(6) 2011 occurred in the training center with patient's device and the training center's device. Serial numbers for each device was not provided. No patient information was provided.

Manufacturer narrative:
Investigation pending.